Event description:
It was reported that the has a error code of 42221 and red screen at startup. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device received on 8/12/2025. H3: the device was received for evaluation. Service history review identified there was no ¿end date¿ for this repair. It was started on 29-oct-2024. The reason for the repair was ¿ec 42221¿. Based on the review of complaints it was determined that the previous repair is related to the current complaint. Visual and functional tests were performed. The customer's stated problem was duplicated, and the cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue. However, the reported malfunction would render the device unusable from the initial complaint. Therefore, no reporting actions would have been required.